Event description:
It was reported that the patient sought treatment for continuous pain in her neck and back in 2010. The patient underwent a cervical spinal fusion using rhbmp-2/ acs from c3- c4 and c4- c5 with installation of hardware. She also received post-op treatment. Post surgery, she continued to suffer from headaches and lost a portion of the flexibility in her neck. The pain of the headaches increased post this surgery. Patient was recommended to undergo further surgery to address the pain in her back. She underwent a lumbar spinal fusion using rhbmp-2/ acs at l2 with the installation of hardware (the 2nd surgery). Three days after the 2nd surgery, the patient returned to the hospital when a large lump formed on her right side. Patient's bowel was nicked during the second surgery and an emergency surgery was done to clean her surgical wound of infection. After the surgery, she was placed in a medically-induced coma for 13-15 days. Patient continued to suffer from excruciating pain in her neck, head and back.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2011, she underwent a lumbar spinal fusion using rhbmp-2/ acs at l2 with the installation of hardware.three days after the 2nd surgery, the patient returned to the hospital when a large lump formed on her right side. Patient's bowel was nicked during the second surgery and an emergency surgery was done to clean her surgical wound of infection. After the surgery, she was placed in a medically-induced coma for 13-15 days. Patient continued to suffer from excruciating pain in her neck, head and back.